Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk for infection due to a decreased immune system and dialysis techniques increasing the potential for microbial contamination. Although the cause of the peritonitis was unknown, the patient stated there was a possibility that they forgot to mask at one point. This would be a breach in aseptic technique and introduce the possibility for contamination during treatment. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient reported that they had a cloudy pd effluent bag. The pdrn was able to obtain the pd effluent cultures. The patient was diagnosed with peritonitis. The patient was administered a one-time dose of intraperitoneal (ip) vancomycin 1.75g and ip ceftazidime 2g daily. After the initial vancomycin dose, the patient was administered the antibiotic per vancomycin algorithm schedule and was checked for levels which were deemed to be the correct dose (dose not provided). The patient¿s white cell count was initially 7550 (unknown units). A follow-up lab draw after two doses of the ip antibiotics was 198 (unknown units). The pd effluent culture was taken to the laboratory on 05/jan/2021 and remained negative for growth after 5 days. The cause of the peritonitis is unknown. The pdrn observed the patient setting up treatment on the liberty select cycler and the patient demonstrated good infection control. The patient also could not recall what might have occurred to cause the peritonitis; however, did state there could have been one instance in which she forgot to mask resulting in a breach in aseptic technique. The patient continues to complete pd therapy utilizing the liberty select cycler.